Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: customer: has received several reports from staff that some of the products are not flushing.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20045838. D4: medical device expiration date: 04/14/2023. H4: device manufacture date: 04/14/2020 . D4: medical device lot #: 20045842 . D4: medical device expiration date: 04/16/2023. H4: device manufacture date: 04/16/2020. D4: medical device lot #: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown d10: device available for eval yes, d10: returned to manufacturer on: 09/10/2020. Investigation conclusion. It was reported smart site extension will not flush. Received from the customer are three used extension set model 20019e lot 20045838. Also received is one used extensions et model 20019e lot 20045842. Also received is one used extension set model 20019e lot unknown. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the sets during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to each smartsite port on each set allowing fluid to flow through the whole set by flush. Flushing each smartsite port (p/n 605800-100) was met with an occlusion on 2 out of the 5 received sets (lot 20045842 & lot unknown). Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 20019e with lot number 20045838 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 20019e with lot number 20045842 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record for model 20019e could not be performed due to no lot number being provided by customer. The customer¿s report that the smartsite extension will not flush was confirmed to be an occlusion on 2 out of the 5 received sets. The root cause of the occlusion could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: customer: has received several reports from staff that some of the products are not flushing.